Event description:
It was reported the leg section was releasing too quickly.

Manufacturer narrative:
Conclusion: it was determined that the foot rest elevation and back rest recline functions were being activated at the same time. This was causing the foot rest to elevate rapidly. The nursing supervisor has been educated on the proper use of the recliner, the back rest must be upright (vertical) before elevating the foot rest.